Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and determined the rf (radio frequency) preamp was faulty. The fse replaced the rf preamp resolving the issue. (B)(4).

Event description:
The customer reported volume, conductivity, and scatter (vcs) ramp test failed daily checks when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.